Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported feedback received from clinical team members during conversations: ¿encounter a lot of channel disconnect error". The issue was reported to bd representative during site visit. No specific events were reported, no specific devices were mentioned. There was patient involvement however no patient harm.